Event description:
It was reported that the patient developed pain, urinary tract infection, and potential urinary retention (to be confirmed by ultrasound) after transurethral positioned sling surgery. Emergency strip removed one month after installation. The patient has had a urinary catheter for 9 days. The patient was diagnosed with urinary sphincter deficiency and was recommended to have an artificial urinary sphincter, which was rejected."

Manufacturer narrative:
This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to caldera medical at the time of submission. It may not have been thoroughly investigated or independently verified before the required reporting deadline. Submission of this report does not constitute an admission or conclusion by caldera medical that the product caused or contributed to the report event. Additional information was requested and the investigation results will be submitted.

Manufacturer narrative:
Additional information: d5, e1, g2, h6, h11 investigation: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).